Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 635 mg/dl. Customer¿s blood glucose was 400 to 500 and 600 mg/dl at the time of incident. Customer experienced symptoms such as vomiting the customer was treated by manual injections and intravenous drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.